Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, the scrub technician cycled the device with the shipping wedge still attached. The surgeon removed the shipping wedge prior to trocar insertion but the device was unable to fire. The jaws locked on tissue but was able to be removed by manipulating handle and removing degree of articulation. A new reload was placed on handle. There was no patient injury.